Event description:
Customer's mother called reporting leaks in reservoir, instructed to return the product to minimed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.